Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4)..

Event description:
It was reported that a silent nite gl hinge appliance has broken. The office called in, advised one of the hinges broke on the lower left. No injury was reported.

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information h5(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that a side of the hinge was detached from the device. Root cause description the probable root cause for this failure could have been due to the glue that was holding the hinge had came off which would have caused the hinge to break off. Manufacturer reference: (B)(4).